Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous vessel. The opticross hd imagine catheter was selected for ultrasound examination of the target lesion. After flushing, a tug test was performed on the lap joint outside the patient. The catheter was used 3 times and the procedure was completed with a synergy xd placement. At the end of the procedure, another tug test was performed and the device separated outside the patient.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was detached and was not returned for analysis. Based on the evidence, the as reported code of sheath detachment of device or device component is confirmed.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous vessel. The opticross hd imagine catheter was selected for ultrasound examination of the target lesion. After flushing, a tug test was performed on the lap joint outside the patient. The catheter was used 3 times, and the procedure was completed with a synergy xd placement. At the end of the procedure, another tug test was performed, and the device separated outside the patient.